Manufacturer narrative:
Device evaluation: one medical medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found evidence of reported problem. Visual inspection, multiple flow and occlusion testing were performed. According to the investigation, the customer stated problem could not be verified after multiple flow and occlusion testing. Further investigation found that the pump clutch was released during infusion causing the travel reverse alarm. Investigator performed pm on pump, cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional testing passed. The problem source of the reported problem is user interface (plunger error was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion).

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited failure error code syringe, travel error travel reverse error, clutch plunger errors, syringe not in place error. Reported that the pump did not infusing properly. No patient injury reported.